Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) connector above the balloon is damaged. There was no patient involvement therefore, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and discovered the blue housing on the connector was damaged. To resolve the issue, the fse replaced the connector. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) connector above the balloon is damaged. There was no patient involvement therefore, no adverse event was reported.